Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that insulin pump shut off during reservoir change. It was found that insulin pump had a bad battery. Insulin pump also received failed battery test alarm and no delivery alarms. During troubleshooting, customer was not sure if battery cap contacts were missing or damaged or if battery compartment was damaged or corroded. Customer's blood glucose was unknown. Customer was advised that battery cap would be replaced.